Event description:
The manufacturer was informed by a durable medical equipment (dme) supplier that a pt alleges a fire was observed while a bi-level positive airway pressure (bipap) device was in use. The pt alleges that she got up in the middle of the night, turned off her device and went to the bathroom. Upon returning to bed, the pt then placed the mask on her face, reached to turn on the bipap, and alleges that the device "caught on fire", igniting her curtains. The pt reported that she threw water on the device and curtains to extinguish the flames. The pt was not harmed during the alleged event. In a phone interview with the pt, the manufacturer learned the pt is also prescribed 2 lpm of oxygen with her bipap therapy. The dme confirmed the pt is prescribed oxygen, and was set up with a one-way valve to incorporate the oxygen flow with the bipap therapy. It is unknown if the one-way valve was in use at the time of the alleged event. It is also unknown at this time whether the accessories used by the pt are made by this manufacturer. The pt states that she had the oxygen on when she initially went to bed on the night of the alleged event, but turned off both the oxygen and the bipap when she awoke to go to the bathroom. The pt also stated that someone in the house smokes cigarettes, but denied that anyone smokes near her oxygen or bipap device.

Manufacturer narrative:
The manufacturer has requested the device and all accessories (one-way valve, pt tubing, mask) for evaluation. The dme currently has the device quarantined, and will not release the device until their protocols are followed. A follow up report will be filed when the device and accessories are returned and evaluated.